Event description:
I received a new lymphedema pump earlier in the summer. As a result of using this pump, I developed a dvt (deep vein thrombosis) in my right calf, "orange rind dimples" in my thighs as well as fluid retention in my inner thighs, and severe bruising in both legs. The company's only suggestion--turn the pressure down. After talking with dr. We decreased the pressure from 40 mm/hg to 25 mm/hg. Dvt (deep vein thrombosis) is now an open wound bleeding. Dr. Has told me to stop using this pump and is trying to get me a different pump. Medical solutions attitude--she bought it, it's hers. They told dr. (B)(6) that I would be getting the machine with chambers that pressure could be altered in but that's not the one they sold me! Medical solutions toted 1 device and sold me another--bait & switch. When their machine injured me, didn't really seem concerned. They only contacted me then by emails which I have saved. Medical solutions.